Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high defibrillation impedance. No intervention was performed. No patient consequences.